Event description:
It was reported that inner aseptic packaging is opened on the corner before the surgery. There was no patient involvement. No adverse event has been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b5, e1, g4, h2, h3, h10. The device was not returned to the manufacturer. Therefore it could not be analyzed. The review of the device manufacturing quality record indicates that (B)(4) products refobacin bone cement r 1x40g, reference 3003940001, lot number a749dc0513 were manufactured on 17 may 2018, the device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the event described in the complaint. 4 complaints have been recorded for refobacin bone cement r 1x40 g, batch a749dc0513 within one year. According to the available data, the most probable root cause could be a packaging issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Unique identifier (UDI) # : (B)(4). Foreign source: (B)(6). The review of the device manufacturing quality record indicates that 3.231 products refobacin bone cement r 1x40g, reference: (B)(4), lot number a749dc0513 were manufactured on 17 may 2018, the device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity, or deviation was observed which could be linked to the event described in the complaint. The device will not be returned to the manufacturer. Therefore it will not be analyzed. According to available data, the most probable root cause is due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that inner aseptic packaging was found to be opened. This issue was found before the surgery.